Event description:
Patient was on intra-aortic balloon pump (iabp). Suddenly alarm fiberoptic cable non functional. Waveform on iabp augmentation and art line iabp flat, not reading. The iabp continued to function in a 1:1 ratio to patient's electrocardiogram (EKG), and patient's condition did not clinically change. Trouble shooting was endeavored checked for kinks, flushed line. Healthcare provider called device support and the representative was able to walk primary registered nurse (rn) through some advanced trouble shooting and eventually established waveforms for iabp blood pressure (bp) and augmentation readings (which had been what we were titrating vasoactive gtts to up to that point, the augmented bp). With waveforms reestablished, we noted to iabp bp and augmentation were significantly lower than before issue had occurred. This caused us to mistrust the iabp readings, especially as the nibp systolic was reading over 100 when iabp systolic pressure was reading in 60s. Right radial art line established at bedside. Concern regarding the lack of reliable data from the iabp.